Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant as part of a system upgrade. A new defibrillation lead was placed in the right ventricular (rv). When the leads were connected to the crt-d, noise was oversensed on the rv lead, which resulted in pacing inhibition. The patient experienced less than two seconds of asystole. The rv lead disconnected from the device header and tested on the pacing system analyzer (psa); all measurements were within normal limits. It was noted that the noise had resolved, and technical services (ts) discussed the noise may have been air bubbles. Subsequently, the physician decided to remove the crt-d and connect the old dual chamber pacemaker to the existing pace/sense ra and rv leads, while surgically abandoning the defibrillation rv lead until another procedure could be performed. Additional surgical intervention took place later to successfully implant a crt-d and epicardial left ventricular (lv) lead. During that procedure, the pace/sense rv lead was surgically abandoned, and the defibrillation rv lead was connected to the new crt-d system. The rv lead remains in service. No additional adverse patient effects were reported.